Manufacturer narrative:
The technician found a short in the hand pendant. He replaced the hand pendant to repair the bed.

Event description:
Info received indicates the bed controls are intermittently moving unintentionally.